Event description:
It was reported that the vns patient was admitted to the hospital on (B)(6) 2014 due to an increase in seizures. The patient¿s device settings were subsequently adjusted. Lead impedance was reported to be within normal limits (impedance value ¿ 3047 ohms). The patient was discharged but again admitted to the hospital on (B)(6) 2014 due to a change in seizure pattern. The patient was having laughing outburst that lasted up to 45 minutes. The patient¿s medications were subsequently adjusted. It was noted that the patient was being treated for a respiratory tract infection at the time. Attempts for additional relevant information have been unsuccessful to date.